Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately seven years post deployment, x-ray revealed that there was a thin, linear hyper densities are seen overlying the right hilar region and right lung base. These reflect the fragments of an ivc filter. Therefore, the investigation is confirmed for the detachment of filter limbs. However, the investigation is inconclusive for the migration of filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached and migrated into the heart. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.